Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted (B)(6) 2012; 8780 catheter implanted (B)(6) 2013; 8637-40 pump implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low impedance. The ipg was replaced due to the inefficient ra lead. The ra lead was capped and replaced to increase the longevity of the ipg. No patient complications have been reported as a result of this event.